Event description:
It was reported that a malfunction alarm with code malf 15 occurred in the customer's device. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, successfully resolving the issue, and instructed them to monitor for any recurrence of the malfunction code. The customer acknowledged and understood these instructions.